Manufacturer narrative:
D4 - expiration date, h4 - device MFR date: left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a bent cannula observed when a patient with diabetes (pwd) was using an infusion set. The event occurred during infusion. However, there was no patient harm occurred.